Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a third seal but the seal was not deployed into the aorta as indicated in the instruction for use (IFU). The surgeon continued the procedure by covering the hole with his finger and his assistant loaded a fourth seal. The fourth seal cracked during loading, but the surgeon used it to complete the procedure with the cracked seal. No patient complications were reported by the hospital.